Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "while in the hospital yesterday the pad was applied without a barrier which caused the knee to get ice burn. The knee is red and painful to the touch". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation.